Event description:
The customer reported that a falsely depressed potassium (k) result was obtained on a patient sample on an atellica ci 1900 analyzer. The erroneous result was not reported to the physician(s). The same sample was reprocessed on the original analyzer and twice on an alternate atellica ci 1900 analyzer. The reprocessed results matched the clinical history and were considered correct. The reprocessed result from an alternate analyzer was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed k result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed potassium (k) result obtained on a patient sample on an atellica ci 1900 analyzer. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. Siemens reviewed the information provided by the customer, and the available instrument data files. Siemens' review of the instrument data indicated that lot release data met all specifications for release and was not different from other sensor lots. Siemens¿ review of the instrument data indicated that the patient sample showed a difference with all electrolytes that were consistent with the presence of fibrin or particulates in the sample causing the differences in results. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.